Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400 mg/dl and in the morning blood glucose was 600 mg/dl. The customer stated that she in the intensive care unit for two nights for a high blood glucose of 400 mg/dl to 500 mg/dl in the hospital. The customer was treated with an injection for high blood glucose. The customer was unable to continue troubleshoot for hospitalization for the high blood glucose incident due to being at school with the students. The customer was unable to provide pump information due to not currently wearing the insulin pump while at school. The insulin pump will not be returned for analysis.